Manufacturer narrative:
(B)(4). Date sent: 5/26/2023. Batch # unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60t reload was received for analysis and reload body was noted to be damaged. The reload was received with the right side fully fired, the left side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 899a24, and no non-conformances were identified.

Event description:
It was reported that the stapler misfired on the 2nd firing. Only one row was deployed, the other 2 rows failed. It occurred midway along the firing, you can see the staples are open. Interestingly, the stapler noticeably slowed. As there was one row deployed, it was easily rectified it and over sewed it. Disappointing that it occurred with 2 black reloads. No patient consequences reported. No further information is available.